Manufacturer narrative:
The customer evaluated the ventilator and determined that replacement of the main pcb fixed the reported issue.

Event description:
The customer reported that while in patient use the ventilator gave a transducer fault with audible and visual alarms. The patient was removed from the ventilator and placed on another ventilator, no patient harm.